Event description:
It was reported that the pump had been alarming high pressure again. The cassette had already been removed and reattached, and all tubing had been confirmed to be free of occlusions, with clamps open and moveable. Pressure had been applied to the port site again, but the alarm had persisted. The medication had been confirmed to be 5fu. The batteries had been removed to power down the pump, and the clamp had been closed. The event occurred while in use with a patient at the patient's home and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.